Manufacturer narrative:
No (B)(4) has been initiated for this issue. Model tdxsp, serial number/date code is unknown. The user manual part number 1143190 was issued with this device. (B)(6). It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6) female whose height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Consumer alleges that there is a long bolt coming out of the left side of the chair, which has allegedly cut her daughters arm several times. The footplates are allegedly too small for her daughters feet, causing her toes to hang over which allegedly caused her to break a toe against a wall. Consumer also alleges that the chair is too hard to push. No serious injury is alleged.